Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Dps joint product code/ref not the same on product package as it is on the j&j official documents (ditcpatchnote, invoice, order confirmation). So ref what you can read on the package is not the same what you get from barcode. Jnj is using codes internally without special characters. Jnj item code database is without special characters, example ref 96-0101 is in readable format on package and in jde&barcode in format 960101.

Manufacturer narrative:
Product complaint # ==> (B)(4) this product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.